Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, chemotherapy around time of implant placement, compromised immune resistance, xerostomia, diseased mucous membrane, immediate implantation, sinus perforation, inadequate bone quality/quantity, pain, swelling, fistula, bleeding, inflammation.